Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 6 months. The device remains in use supporting the patient. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient¿s lactate dehydrogenase (ldh) was elevated, and a heparin infusion was started for treatment. Log files reviewed by the manufacturer¿s technical service representative did not reveal data consistent with lvad thrombus. As of (B)(6) 2016, the ldh had trended downward in the presence of the heparin infusion, and the latest ldh level reported was 684 u/l. The patient was also administered coumadin and plavix for anticoagulation therapy. It was reported that the cause for the elevated ldh was unknown. It was incidentally reported that at the onset of the event on (B)(6) 2016, the patient experienced a decrease in hematocrit and gastrointestinal bleeding secondary to aspirin administration. The aspirin was administered due to suspected lvad thrombus and was immediately discontinued after gastrointestinal bleeding occurred. The gastrointestinal bleeding reportedly lasted for approximately two days, and the patient was transfused with six units of packed red blood cells.